Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On the same day as event onset, the patient was hospitalized for the peritonitis. Treatment for the event was not reported. At the time of this report, the patient was not recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined to provide follow up.

Manufacturer narrative:
Upon follow up it was reported the patient received unspecified treatment for the peritonitis. On an unreported date, the patient was discharged from the hospital and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.